Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a resection, the dissector was used for surgical treatment of patient. The device worked normally after it was turned on. The device suddenly alarmed about half an hour after the operation began, and the heat power of the dissector tip automatically increased. They immediately turned off the device and replaced another one for the patient. There was no patient injury.